Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that the insulin pump is malfunctioning. Customer states that they are not sure if the insulin is injecting into her body. The blood glucose reading is around 120-130 mg/dl. Nothing further reported.